Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp. That prior to cardiopulmonary bypass, during prime, the shunt sensor leaked slightly at the joint between the female luer and the male luer. Further tightening of the joint did not stop the leak. No pt involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.